Event description:
The customer reported the system is displaying a communication failed error message. No patient injury was reported.

Manufacturer narrative:
Ge has not yet reported an evaluation of the system. (B) (4).